Event description:
During a follow-up, the device was unable to interrogate. Two attempts were made with another programmer and wand locations but the results were the same. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported no communication was verified in the laboratory and was due to low battery voltage. An internal battery anomaly was found to cause the battery depletion.